Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device was tested intensively without identifying any malfunction. Subsequent functional verification testing was completed without issues and the unit was returned to service. As the issue could not be reproduced or confirmed, a root cause was not identified. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that the level sensor of the s5 system did not alarm when the reservoir emptied during procedure. There was no report of patient injury.